Event description:
The family member of a home pt (hp) reported the hp had decreased blood pressure and difficulty walking and after using the homechoice cycler for overnight apd therapy. In 2003, the hp's prescription was changed by the dialysis center and the number of day exchanges increased from 1 to 2. The health cae professional (hcp) reported the hp had vomited "coffee grounds" material but the emesis was not noted until the family member saw an episode one evening later that week. The hp developed chest pain and was hospitalized. During the hp's hospitalization, the hp was diagnosed with a gi bleed and received 5 units of blood, as well as cauterization of their ulcer. The hp was released from the hosp 23 days later and the hp's family member relates that the hp's condition has improved and pt continues to use the homechoice cycler without difficulty.